Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of an interlink t-connector extension set was "deformed", leading to solution leakage. This occurred during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem was not verified as no defect was found on the returned sample. Should additional relevant information become available, a supplemental report will be submitted.